Event description:
On 01/06/1999, the manufacturer's customer service representative of the following: the customer stated that they rec'd the product with spanish pt manuals. The manuals should be english. No further details were provided.